Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported reporting right side device rupture confirmed via ultrasound and via magnetic resonance imaging (MRI). The device has been explanted.

Event description:
A healthcare professional reported reporting right side device rupture confirmed via ultrasound and via magnetic resonance imaging (MRI). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.